Event description:
Customer reported the buttons on the insulin pump were not working properly. She has to press the buttons really hard in order for them to respond and she is afraid they will stop working. The down button was unresponsive. Blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. Unit had minor scratched display window, cracked battery tube threads, belt clip slot, broken reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.